Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired and with 14 b-formed staples on the cartridge deck. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired and with 14 b-formed staples on the cartridge deck. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection, some staples of the proximal part were not deployed when the device was used on the rectum at the first firing. The staples that were not deployed were left in the cartridge. Additional suture was performed. There were no adverse consequences to the patient.